Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer states blood glucose was fluctuating above 600 mg/dl and below 40 mg/dl. Customer stated that she had always high and always low blood glucose very rare between 85 mg/dl to 125 mg/dl. Customer treated for their low blood glucose with glucose tablets or carbs and treated for high blood glucose with insulin pump. The customer declined to troubleshoot for the blood glucose incident. Customer current blood glucose was 87 mg/dl. The insulin pump will not be returned for analysis.